Manufacturer narrative:
The psu was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation confirmed the reported complaint of a defective psu and found that it was due to physical damage. The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a defective power supply unit (psu). There was no patient injury reported as a result of this incident.